Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: office visit: patient developed staph aureus infection. This was managed by incision and drainage placement of antibiotic beads and repeat incision and drainage and long-term IV antibiotics for suppression. Has done well since, not reporting hip pain. She walks without a cane. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00997, 0001825034 - 2021 - 01000.

Event description:
It was reported that the initial left total hip arthroplasty was performed on an unknown date approximately 14 years ago with a metal-on-metal construct. Subsequently, the patient was revised on an unknown date approximately 6 or 7 years later due to pseudotumor. Initially, only the head was exchanged for a large poly head. There was still corrosion occurring at the taper of the neck and body junction, so the patient underwent a second revision. After the second revision, the patient was diagnosed with a staph infection and underwent two incision and drainage procedures with placement of antibiotic beads. The patient was placed on long-term antibiotics for bacterial suppression. Attempts have been made and no additional information is available.